Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and decided to replace the pump. Customer reverted to an alternative method of insulin therapy.